Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of atrial oversensing and low intrinsic amplitude measurements. Upon review, right atrial (ra) lead far-field oversensing which led to inappropriate atrial tachy response (atr) was observed. Ts provided the hcp with programming recommendations. At this time, the crt-p remains in service. No adverse patient effects were reported.